Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, before closing the skin, it was noticed that the patient's left ventricular lead dislodged. A new lead with a different shape was implanted. No consequence on the patient before, during or after the implant.